Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history log. This complaint is an ancillary service event. The cause was use error, tidal total ultrafiltration (uf) removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 23:09:53. During night drain cycle eight, the patient's ultrafiltration reading was 1706ml, indicating the home patient (hp) drained 1206ml more than their maximum programmed fill volume of 2000ml. No additional information is available.